Event description:
Hospital personnel were attending to a pt, condition unk. External pacing was attempted however allegedly the pacing current could not be increased. There were no adverse effects to the pt reported as a result of the alleged malfunction.